Event description:
It is alleged that after stapling the rectal stump with a linear stapler, the surgeon then inserted circular stapler trans analy. When the surgeon was happy with the positioning of the curcular stapler he introduced the trocar tip of the circular stapler. The tip entered just in front of the rectal staple line. The anvil of the circular stapler was introduced. Before closing down the circular stapler the surgeon noticed that the staple line in the rectal stump had given way. The tear wounds was within the diameter of the circular stapler and corrective action was taken by hand suturing. The procedure continued as per normal. Postoperatively the surgeon noticed a samll bowl leak which he treated with antibiotics. The pt is fine.